Manufacturer narrative:
A review of lightsheer et product risk file shows this is an anticipated risk (# (B)(4) in risk file (B)(4)) which has been quantified, characterized and documented as acceptable within a full risk assessment, therefore no corrective and/or preventive action is required. The MDR for this event had initially been reported as an adverse event (serious injury) and malfunction. Based on new information received from the user facility on dec 12, 2017, there was no adverse event. Lumenis is withdrawing the adverse event claim and closing the complaint.

Manufacturer narrative:
Lumenis investigated the reported event by requesting that the foreign affiliate employee attempt to acquire patient treatment settings, patient information, patient photos, and if there had been sun exposure post treatment; however no information has been provided. An examination of the subject device by a lumenis engineer concluded that "found lack of coolant and calibration issue". While the information received to date does not confirm that a serious injury occurred and based on the information provided, it is uncertain if the malfunction would likely lead to serious injury should it recur, in an abundance of caution lumenis has chosen to report this event. Lumenis is currently investigating the reported event. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A lumenis foreign affiliate employee during service visit it was reported by foreign user facility that one (1) patient sustained a burn of unknown severity to an unknown anatomical area following treatment with a lightsheer st laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.